Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (epidural analgesia for labor) and haemophilia carrier. No relevant personal medical-surgical background. No known allergies. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia after sex since the insertion (worse immediately after insertion, now moderate)") and coital bleeding ("vaginal bleeding after sex since the insertion (worse immediately after insertion, now moderate)"). In 2016, the patient experienced vaginal discharge ("yellowish vaginal discharge") and vaginal infection ("vaginal infections"). In 2017, the patient experienced back pain ("lumbar pain") and acute sinusitis ("chronic right-sided lateralised headaches with exacerbation episodes (fever) diagnosed as acute sinusitis") with headache and pyrexia. In 2018, the patient experienced dermatitis acneiform ("skin lesions similar to acne in her neck and face"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with mometasone furoate (nasonex), montelukast (inmunokast), sodium chloride and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and coital bleeding outcome was unknown, the back pain, dermatitis acneiform, vaginal discharge and vaginal infection had not resolved and the acute sinusitis was resolving. The reporter considered acute sinusitis, back pain, coital bleeding, dermatitis acneiform, dyspareunia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2018, at consultation four weeks after essure removal, lumbar pain and skin lesions were ongoing, headaches had improved. Patient cannot state whether she still suffers from dyspareunia since she still has not had sexual intercourse. She was scheduled for a check-up in three months to see her progress diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray on (B)(6) 2019: does not show essure remains. Computerised tomogram in 2017: moderate inflammatory mucosal thickening in the maxillar sinuses and on the most anterior portion of the left sphenoid sinus. Deviation of the nasal septum to the left. Fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Ear, nose and throat examination on (B)(6) 2017: right nostril: high septum deviation. Mild polypoid degeneration in both inferior conchae. No purulent rhinorrhea. Left nostril: posterior crest. Epipharynx: normal.; on (B)(6) 2018: fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Gynaecological examination on (B)(6) 2015: normal vaginoscopy. Normal endocervix. Normal uterine cavity with a slightly decidualised endometrium, no focal lesions nor signs of hyperplasia or atypical vascularization. Hysteroscopy on (B)(6) 2015: insertion of essure device: no incidents. Right ostium: 3 loops left in the cavity. Left ostium: 3 loops left in the cavity. Ultrasound scan on (B)(6) 2019: essure devices normally inserted. Right 1+2+3, left 2+3. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (epidural analgesia for labor) and haemophilia carrier. No relevant personal medical-surgical background. No known allergies. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia after sex since the insertion (worse immediately after insertion, now moderate)") and coital bleeding ("vaginal bleeding after sex since the insertion (worse immediately after insertion, now moderate)"). In 2016, the patient experienced vaginal discharge ("yellowish vaginal discharge") and vaginal infection ("vaginal infections"). In 2017, the patient experienced back pain ("lumbar pain") and acute sinusitis ("chronic right-sided lateralised headaches with exacerbation episodes (fever) diagnosed as acute sinusitis") with headache and pyrexia. In 2018, the patient experienced dermatitis acneiform ("skin lesions similar to acne in her neck and face"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with mometasone furoate (nasonex), montelukast (inmunokast), sodium chloride and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and coital bleeding outcome was unknown, the back pain, dermatitis acneiform, vaginal discharge and vaginal infection had not resolved and the acute sinusitis was resolving. The reporter considered acute sinusitis, back pain, coital bleeding, dermatitis acneiform, dyspareunia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2018, at consultation four weeks after essure removal, lumbar pain and skin lesions were ongoing, headaches had improved. Patient cannot state whether she still suffers from dyspareunia since she still has not had sexual intercourse. She was scheduled for a check-up in three months to see her progress diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2019: does not show essure remains. Computerised tomogram - in 2017: moderate inflammatory mucosal thickening in the maxillar sinuses and on the most anterior portion of the left sphenoid sinus. Deviation of the nasal septum to the left. Fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Ear, nose and throat examination - on (B)(6) 2017: right nostril: high septum deviation. Mild polypoid degeneration in both inferior conchae. No purulent rhinorrhea. Left nostril: posterior crest. Epipharynx: normal.; on (B)(6) 2018: fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Gynaecological examination - on (B)(6) 2015: normal vaginoscopy. Normal endocervix. Normal uterine cavity with a slightly decidualised endometrium, no focal lesions nor signs of hyperplasia or atypical vascularization. Hysteroscopy - on (B)(6) 2015: insertion of essure device: no incidents. Right ostium: 3 loops left in the cavity. Left ostium: 3 loops left in the cavity. Ultrasound scan - on (B)(6) 2019: essure devices normally inserted. Right 1+2+3, left 2+3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included haemophilia carrier in 2016, gravida ii, parity 2 (epidural analgesia for labor on (B)(6) 2013 and (B)(6) 2015), pollinosis (in childhood), asthma (in childhood) and rhinitis. No relevant personal medical-surgical background. No known allergies. Previously administered products included for an unreported indication: immunotherapy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia after sex since the insertion (worse immediately after insertion, now moderate)") and coital bleeding ("vaginal bleeding after sex since the insertion (worse immediately after insertion, now moderate)"). In 2016, the patient experienced vaginal discharge ("yellowish vaginal discharge") and vaginal infection ("vaginal infections"). In 2017, the patient experienced back pain ("lumbar pain / low back pain"). On (B)(6) 2017, the patient experienced acute sinusitis ("chronic right-sided lateralised headaches with exacerbation episodes (fever) diagnosed as acute sinusitis") with headache and pyrexia. In 2018, the patient experienced dermatitis acneiform ("skin lesions similar to acne in her neck and face / multitude of pimples"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), vaginal haemorrhage ("spots"), alopecia ("hair loss") and dermatitis contact ("contact dermatitis"). The patient was treated with dexketoprofen, mometasone furoate (nasonex), montelukast (inmunokast), paracetamol, sodium chloride and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, coital bleeding, swelling, vaginal haemorrhage, alopecia and dermatitis contact outcome was unknown, the back pain, dermatitis acneiform, vaginal discharge and vaginal infection had not resolved and the acute sinusitis was resolving. The reporter considered acute sinusitis, alopecia, back pain, coital bleeding, dermatitis acneiform, dermatitis contact, dyspareunia, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure placement on (B)(6) 2015 without incident right ostium: 3 coils are left in the cavity. Left ostium: 3 spirals are left in the cavity. On (B)(6) 2018, at consultation four weeks after essure removal, lumbar pain and skin lesions were ongoing, headaches had improved. Patient cannot state whether she still suffers from dyspareunia since she still has not had sexual intercourse. She was scheduled for a check-up in three months to see her progress. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2019: does not show essure remains. Computerised tomogram - on (B)(6) 2018: moderate inflammatory mucosal thickening in the maxillar sinuses and on the most anterior portion of the left sphenoid sinus. Deviation of the nasal septum to the left. Fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Ear, nose and throat examination - on (B)(6) 2017: right nostril: high septum deviation. Mild polypoid degeneration in both inferior conchae. No purulent rhinorrhea. Left nostril: posterior crest. Epipharynx: normal.; on (B)(6) 2018: fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Gynaecological examination - on (B)(6) 2015: normal vaginoscopy. Normal endocervix. Normal uterine cavity with a slightly decidualised endometrium, no focal lesions nor signs of hyperplasia or atypical vascularization. Hysteroscopy - on (B)(6) 2015: insertion of essure device: no incidents. Right ostium: 3 loops left in the cavity. Left ostium: 3 loops left in the cavity. Ultrasound scan - on (B)(6) 2019: essure devices normally inserted. Right 1+2+3, left 2+3; in (B)(6) 2015: ultrasound control after 3 month essure devices normally inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: the follow information were updated physician's reporter, medical history, historical drug, lab data, other treatment products, swelling nos, spotting vaginal, hair loss, contact dermatitis, full onset date added to acute sinusitis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. C49138) inserted for female sterilization and contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago (34-week pregnant woman who started with lumbago) on (B)(6) 2015, dyspareunia (while pregnant but in relation to episiotomy) on (B)(6) 2013, dyspareunia (while pregnant, she went to her primary care physician for dyspareunia of 3 months of evolution) on (B)(6) 2013, vaginal discharge in 2010, abdominal pain in 2010, candida vaginal in 2010, headache in 2008, gravida ii, parity 2 (epidural analgesia for labor on (B)(6) 2013 eutocic delivery with episiotomy and (B)(6) 2015 normal delivery without complications), pollinosis (in childhood), asthma (in childhood), rhinitis (in contact with cat epithelium with which she presents rhinitis), pharyngitis, tonsillitis and migraine (two attacks per month). No relevant personal medical-surgical background. No known allergies. Previously administered products included for migraine: ibuprofen; for sinusitis: antibiotics; for an unreported indication: immunotherapy. Concurrent conditions included haemophilia carrier and sinusitis recurrent. The patient also had a family history of migraine, hemophilia (brother and uncle who died of hemophilia), haemophilia carrier and migraine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia after sex since the insertion (worse immediately after insertion, now moderate)") and coital bleeding ("vaginal bleeding after sex since the insertion (worse immediately after insertion, now moderate)"). In 2016, the patient experienced vaginal discharge ("yellowish vaginal discharge") and vaginal infection ("vaginal infections"). In 2017, the patient experienced back pain ("lumbar pain / low back pain"). On (B)(6) 2017, the patient experienced acute sinusitis ("chronic right-sided lateralised headaches with exacerbation episodes (fever) diagnosed as acute sinusitis") with headache and pyrexia. In 2018, the patient experienced dermatitis acneiform ("skin lesions similar to acne in her neck and face / multitude of pimples"). On (B)(6) 2019, the patient experienced urinary incontinence ("intermittent urinary incontinence since the operation"). On (B)(6) 2019, the patient experienced procedural pain ("abdominal pain that has subsided with nsaids, essure removal on (B)(6) 2019"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("spots"), dermatitis contact ("in contact with two rings she has had contact dermatitis, tolerates silver and alloys"), swelling ("swelling") and alopecia ("hair loss"). The patient was treated with antibiotics, dexketoprofen, mometasone furoate (nasonex), montelukast (inmunokast), paracetamol, sodium chloride and surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dyspareunia, coital bleeding, rash macular, dermatitis contact, swelling, alopecia and procedural pain outcome was unknown, the back pain, vaginal discharge, vaginal infection, dermatitis acneiform and urinary incontinence had not resolved and the acute sinusitis was resolving. The reporter considered acute sinusitis, alopecia, back pain, coital bleeding, dermatitis acneiform, dermatitis contact, dyspareunia, pelvic pain, procedural pain, rash macular, swelling, urinary incontinence, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure placement on (B)(6) 2015 without incident. Right ostium: 3 coils are left in the cavity; left ostium: 3 spirals are left in the cavity. The essure devices were removed by laparoscopic bilateral total salpingectomy on (B)(6) 2019, which proceeded without incident. On (B)(6) 2019, at consultation 4 weeks after essure removal, lumbar pain, skin lesions (acne-like skin lesions on the neck and face), dyspareunia and yellow vaginal discharge were ongoing, headaches had improved. Patient cannot state whether she still suffers from dyspareunia since she still has not had sexual intercourse. She was scheduled for a check-up in 3 months to see her progress. On (B)(6) 2019 refers a low-grade fever and little suppuration of a suture point, associates odynophagia, minimal pain on palpation. On (B)(6) 2020 acute nasopharyngitis, on (B)(6) 2020: fever, headache, general malaise. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: positive percutaneous tests for thimerosal; the rest is negative. Chest x-ray - on (B)(6) 2019: does not show essure remains. Computerised tomogram - on (B)(6) 2018: moderate inflammatory mucosal thickening in the maxillar sinuses and on the most anterior portion of the left sphenoid sinus. Deviation of the nasal septum to the left. Fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Ear, nose and throat examination - on (B)(6) 2017: right nostril: high septum deviation. Mild polypoid degeneration in both inferior conchae. No purulent rhinorrhea. Left nostril: posterior crest. Epipharynx: normal; on (B)(6) 2018: fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Gynaecological examination - on (B)(6) 2015: normal vaginoscopy. Normal endocervix. Normal uterine cavity with a slightly decidualised endometrium, no focal lesions nor signs of hyperplasia or atypical vascularization; on (B)(6) 2019: uterus and ovaries normal. Normal left tube. Normal right tube. Hysteroscopy - on (B)(6) 2015: insertion of essure device: no incidents. Right ostium: 3 loops left in the cavity. Left ostium: 3 loops left in the cavity. Pathology test - on (B)(6) 2019: macroscopic description: a tubular segment is received that ends in the fimbriae of the device and measures 5cm in length. It contains a metallic device inside. (1b / it). Right tube: a tubular fragment of the uterine tube is received with fimbriae at one end that measures 5 cm in length. When cut, it contains a metallic device inside. Diagnosis: uterine tubes without significant histological lesions. Specialist consultation - on (B)(6) 2019: allergology consultation, reason for consultation: suspected allergy to essure. Main diagnosis: facial dermatitis; little suspicion of essure relatedness due to the evolution of the symptoms; pending evaluation by dermatology. Contact sensitization to thimerosal with little clinical relevance. Ultrasound scan - in (B)(6) 2015: ultrasound control after 3 month essure devices normally inserted; on (B)(6) 2019: essure devices normally inserted. Right 1+2+3, left 2+3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2021: the following information was included physician's reporter, medical history, historical drug, family history, lab data, batch number, other treatment products, new events: post procedural pain, urinary incontinence we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. C49138) inserted for female sterilization and contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago (34-week pregnant woman who started with lumbago) on (B)(6) 2015, dyspareunia (while pregnant but in relation to episiotomy) on (B)(6) 2013, dyspareunia (while pregnant, she went to her primary care physician for dyspareunia of 3 months of evolution) on (B)(6) 2013, vaginal discharge abnormality in 2010, abdominal pain in 2010, candida vaginal in 2010, headache in 2008, gravida ii, parity 2 (epidural analgesia for labor on 10-jun-2-13 eutocic delivery with episiotomy and (B)(6) 2015 normal delivery without complications), pollinosis (in childhood), asthma (in childhood), rhinitis (in contact with cat epithelium with which she presents rhinitis), pharyngitis, tonsillitis and migraine (two attacks per month). No relevant personal medical-surgical background. No known allergies. Previously administered products included for migraine: ibuprofen; for sinusitis: antibiotics; for an unreported indication: immunotherapy. Concurrent conditions included haemophilia carrier and sinusitis recurrent. The patient also had a family history of migraine, hemophilia (brother and uncle who died of hemophilia), haemophilia carrier and migraine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia after sex since the insertion (worse immediately after insertion, now moderate)") and coital bleeding ("vaginal bleeding after sex since the insertion (worse immediately after insertion, now moderate)"). In 2016, the patient experienced vaginal discharge ("yellowish vaginal discharge") and vaginal infection ("vaginal infections"). In 2017, the patient experienced back pain ("lumbar pain / low back pain"). On (B)(6) 2017, the patient experienced acute sinusitis ("chronic right-sided lateralised headaches with exacerbation episodes (fever) diagnosed as acute sinusitis") with headache and pyrexia. In 2018, the patient experienced dermatitis acneiform ("skin lesions similar to acne in her neck and face / multitude of pimples"). On (B)(6) 2019, the patient experienced urinary incontinence ("intermittent urinary incontinence since the operation"). On(B)(6) 2019, the patient experienced procedural pain ("abdominal pain that has subsided with nsaids, essure removal on (B)(6) 2019"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("spots"), dermatitis contact ("in contact with two rings she has had contact dermatitis, tolerates silver and alloys"), swelling ("swelling") and alopecia ("hair loss"). The patient was treated with antibiotics, dexketoprofen, mometasone furoate (nasonex), montelukast (inmunokast), paracetamol, sodium chloride and surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, coital bleeding, rash macular, dermatitis contact, swelling, alopecia and procedural pain outcome was unknown, the back pain, vaginal discharge, vaginal infection, dermatitis acneiform and urinary incontinence had not resolved and the acute sinusitis was resolving. The reporter considered acute sinusitis, alopecia, back pain, coital bleeding, dermatitis acneiform, dermatitis contact, dyspareunia, pelvic pain, procedural pain, rash macular, swelling, urinary incontinence, vaginal discharge and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure placement on (B)(6) 2015 without incident. Right ostium: 3 coils are left in the cavity; left ostium: 3 spirals are left in the cavity. The essure devices were removed by laparoscopic bilateral total salpingectomy on (B)(6) 2019, which proceeded without incident. On (B)(6) 2019, at consultation 4 weeks after essure removal, lumbar pain, skin lesions (acne-like skin lesions on the neck and face), dyspareunia and yellow vaginal discharge were ongoing, headaches had improved. Patient cannot state whether she still suffers from dyspareunia since she still has not had sexual intercourse. She was scheduled for a check-up in 3 months to see her progress. On (B)(6) 2019 refers a low-grade fever and little suppuration of a suture point, associates odynophagia, minimal pain on palpation. On (B)(6) 2020 acute nasopharyngitis, on (B)(6) 2020: fever, headache, general malaise. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: positive percutaneous tests for thimerosal; the rest is negative. Chest x-ray - on (B)(6) 2019: does not show essure remains. Computerised tomogram - on (B)(6) 2018: moderate inflammatory mucosal thickening in the maxillar sinuses and on the most anterior portion of the left sphenoid sinus. Deviation of the nasal septum to the left. Fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Ear, nose and throat examination - on (B)(6) 2017: right nostril: high septum deviation. Mild polypoid degeneration in both inferior conchae. No purulent rhinorrhea. Left nostril: posterior crest. Epipharynx: normal; on (B)(6) 2018: fiberoptic: no polyps or rhinorrhea. Everything¿s okay. Gynaecological examination - on (B)(6) 2015: normal vaginoscopy. Normal endocervix. Normal uterine cavity with a slightly decidualised endometrium, no focal lesions nor signs of hyperplasia or atypical vascularization; on (B)(6) -2019: uterus and ovaries normal. Normal left tube. Normal right tube. Hysteroscopy - on (B)(6) 2015: insertion of essure device: no incidents. Right ostium: 3 loops left in the cavity. Left ostium: 3 loops left in the cavity. Pathology test - on (B)(6) 2019: macroscopic description: a tubular segment is received that ends in the fimbriae of the device and measures 5cm in length. It contains a metallic device inside. (1b / it). Right tube: a tubular fragment of the uterine tube is received with fimbriae at one end that measures 5 cm in length. When cut, it contains a metallic device inside. Diagnosis: uterine tubes without significant histological lesions. Specialist consultation - on (B)(6) 2019: allergology consultation, reason for consultation: suspected allergy to essure. Main diagnosis: facial dermatitis; little suspicion of essure relatedness due to the evolution of the symptoms; pending evaluation by dermatology. Contact sensitization to thimerosal with little clinical relevance. Ultrasound scan - in (B)(6) 2015: ultrasound control after 3 month essure devices normally inserted; on (B)(6) 2019: essure devices normally inserted. Right 1+2+3, left 2+3. Batch no c49138 production date 2014-04-08 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.